Manufacturer narrative:
Off label use: onyx was used in the peripheral vasculature. Per instruction for use: onyx indication for use is presurgical embolization of brain arteriovenous malformations (bavms). The lot number of the device was not reported. The device will not be returned for analysis as it was implanted; therefore the complaint could not be confirmed, and the event cause could not be determined.

Event description:
Medtronic received information that a patient awoke paralyzed following onyx embolization procedure for a spinal dural fistula. No further information was provided.